Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 547-548 mg/dl; cause was not known. Customer addressed bg by delivering correction boluses, starting a temporary basal rate, and a supply change was performed. A system check was performed and the pump performed as intended.